Manufacturer narrative:
Although there were reportedly no impact to the patient, the event description indicates that some blood loss did occur. The estimated amount of blood loss was unable to be determined. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection and functional testing found that a flaw had been generated off the center of the slit on the cross cut valve of the device. A review of the manufacturing record and shipping inspection record of the involved product/lot# combination confirmed that there were no production related-problems or any discrepancies in the inspection results. A search of the complaint file did not find any other report with the involved product code/lot# combination. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the dilator being inserted off-center of the crosscut valve, damaging the valve and resulting in the leakage noted. The potential for such an event is addressed in the instruction-for-use (IFU) with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported valve leakage on the glidesheath device during a procedure. Follow-up communications with the user facility confirmed the following information: (1) the actual device was used to perform an angiography before ablation treatment; (2) a blood leak was noted from the beginning of the procedure; (3) the bleeding started to increase due to repetitive insertion and pull-back of the guidewire and angiographic catheter; (4) the actual device was changed out for a new one; (5) the procedure was successfully completed; and (6) there was no harm to the patient.